Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperative from a wedge/segmental resection, when inserting a handle into the shell, the (right) wing of the shell was bent inwards from the beginning and the shell could not close. Despite of this, the nurse tried to close the shell by force, and then the wing part got into the inner side and the nurse could not get the handle out of the shell. Another nurse arrived and he removed the handle safely. The procedure was performed with manual stapler and completed without problems. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.